Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing severe headache after a trial procedure. The physician removed the leads and the patient was placed on blood patch. It was believed that the severe headache was procedure related. The patient was reportedly doing well.